Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Entry stating patient information is unknown was incorrect. Patient information was provided in initial report. Physical manufacture site was reported as monument in initial report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information unknown. This report is for two (2) unknown 7.3 cannulated screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision for a non-union of the proximal femur on (B)(6) 2018. The patient was originally implanted on aug 16.2017. There were 2 broken 7.3 cannulated locking screws that were retrieved successfully, (a proximal femur plate, 5.mm cannulated locking screw, four 4.5 mmm cortex screws, 2 1.7mm wires were removed all intact). The patient was revised to a dynamic hip screw and a 10 hole trochanteric stabilization plate. There was no delay in surgery, no additional medical intervention required. The surgery was successfully completed and the patient was stable following surgery. Concomitant devices reported: qty 1, part number 242.810, lot number 55326944; qty 1, unknown 5.0 cannulated locking screw; qty 4, unknown 4.5 mm cortex screws; qty 2, unknown 1.7 mm wires. This report is for two (2) unknown 7.3 cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.